Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician pre dilated the mildly calcified lesion in the circumflex (cx) with a maverick balloon of unspecified size. A taxus express2 8.8% 2.75 x 32 mm drug eluting stent was deployed in the cx. The balloon was sticking on deflation post deployment of the taxus stent. The physician tried to advance the balloon but could not. He tried deflating the indeflator and pulled negative but this did not work. The physician pulled on the catheter and deep seeded the guide and was able to remove the balloon. The physician then placed a second taxus 2.5 x 12 mm stent in the cx and the balloon stuck on this stent as well. The physician made the same attempts to remove the balloon as the first stent. The physician was able to remove the balloon after pulling on the catheter and deep seeding the guide. Both stents were post dilated with a quantum maverick 2.75 x 15 mm balloon. There were no pt injuries or complications reported. The pt's condition is reported as good. Same case as 6000089 2004 00300.